Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited nosise on the rate/sense and shock channels. Oversensing of the noise resulted in four nonsustained episodes. No inappropriate shocks were delivered however pacing was inhibited. The noise could not be reproduced. It was also reported that this cornory snius lead dislodged with a pacing impediance of 300 ohms and all other lead measurements were normal.